Event description:
A medtronic ent representative reported the element system shut-down during an ent case. They were in the navigate phase of the software; the system then re-booted itself, they were able to go back into the software. The surgeon completed the procedure as planned with the use of the landmarx element. There was no impact on patient outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.